Event description:
Event description boston scientific received information that during a routine follow-up for this recently implanted pacemaker with another manufacturer's leads system, the patient experienced syncope during the commanded automatic capture (ac) test. The physician performed the test besides only manual testing, and during the point of loss of ventricular capture with ac, the pacemaker continued its voltage decrement stage and did not stop the test. To his surprise, the patient went syncopal during this episode. At the time of syncope the physician terminated the threshold test manually. The patient recovered well, there was no injury reported, and the device was reprogrammed to fixed output. The physician contacted technical services (ts) in order to better understand the pacemaker behavior. The device remains implanted.